Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 65 (rf processor failed selftest. This is called at power on reset, during 10:01 am testing, and during self-test.) And noticed a crack at the case of battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for pump error and the customer was able to clear the error and customer able to complete pump rewind. Error was received during normal use. Troubleshooting was performed for cosmetic damage and noticed no physical damage to pump's retainer ring. The customer was advised for the replacement of the pump. No harm requiring medical interventions were reported. The product mmt-1884 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
Unit passed self-test. Unit successfully downloads to thus/thump. No pump error 65 noted during testing. No pump error 65 noted in the pump history download due to history only goes back to 22-dec-2025. However, moisture damage was noted on electronic assembly pcb1 board per visual inspection. The following were noted during visual inspection: corroded electronic assembly pcb1 board, scratched case, pillowing keypad overlay, cracked case (battery tube), cracked battery tube threads, stained keypad overlay. The p-cap/reservoir does lock properly. Pump error 65 was not noted in the pump history download. However, confirmed cosmetic damage at battery compartment. Confirmed moisture damage to pcb1 board. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.